Event description:
This report is for the second of two events that occurred during a single procedure (see MDR 2939222-2004-00010 for the first event. The actual sequence of events is unk). At the end of the mapping and ablation procedure for ventricular tachycardia (vt), the pt complained of chest pain. These symptoms were associated with st elevation noted on the 12-lead ECG on leads 1 and avl that resolved almost entirely with nitroglycerine (ntg) spray, yet some chest pain persisted. The pt underwent coronary angiography following the ep procedure that showed no change in coronary anatomy or filling defects from the coronary angiography study performed in 2003. The chest discomfort was probably two dimensional in origin; the first being angina as evidenced by the st changes on the ECG leads responding to the ntg spray and the second of muscular-skeletal origin that had a longer duration that probably resulted from the cardioversion during the vt ablation procedure. The pt was discharged the next day.